Event description:
Per the information provided to co by the physician's office, the device was removed due to "infection." As reported to co, the entire device, with the exception of the reservoir, was removed and not replaced. 6/4/97-in the operative notes the physician/surgeon stated..."rubber shod was placed proximally on the tubing to the reservoir and at this point it was decided to leave the reservoir in place as it did not appear to be related to the infection." After removing the cylinders from the corpora, he noted..."there appears to be a large amount of purulent discharge from the left corpora, some purulent material was also expressed from the scrotum."

Manufacturer narrative:
The device was rec'd on 9/22/1997, however based on the info rec'd, device function was not associated with the cause for removal. In addition, all devices sold and labelled as sterile by this corp are released according to mfg and qa procedures. Based on this, qa concludes that the implanted device was sterile prior to opening of the package and that the infection initiated from a source or sources other than this device. Because device eval would not conclusively confirm or disprove the report of infection in-vivo, qa will accept the physician's observations of this as the cause for surgical intervention. The device numbers were reported erroneously on the initial medwatch form.